Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #7 lost integration due to peri-implantitis and was removed. Crown mobility, facial alveolar and soft tissue crestal defect, inflammation, 6mm perio pockets, loss of kerantized tissue foccaly. Crown removed by general practioner. Symptoms as a result of the event: infection, bone loss, pain & inflammation.

Event description:
Following DHR review, the lot number provided is associate with a different product item number. Followed up with customer for additional information. Patient's chart indicated the same lot number as reported.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated d4: d4: catalog number and expiration date was updated. G3: date received by manufacturer was updated. G5: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: tyoe of investigation code was added: 3331. H10: narrative/data was updated. DHR review was completed for the subject lot number (1012707). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op140) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.